Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp on 2019-apr-18. The patient's weight was provided.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-mar-29, additional information was received by a patient's friend or family member. Information reported the patient had a pump refill yesterday (B)(6)(2019) and the managing hcp determined the pump "malfunctioned" and "has been off and on sporadically since (B)(6) and he has been in baclofen withdrawal". The patient was referred to another hospital to treat the withdrawal with oral baclofen and the doctor said a manufacturer representative (rep) would "come out this morning to evaluate if they can fix the pump or not". The patient has not seen a rep. It was then stated, "when the doctor tried to reset the pump herself, it just kept going off". The doctor did not determine the reason why this problem was occurring with the pump. The caller stated the patient has not had an magnetic resonance imaging (MRI) but "he's been sick and having x-rays and computed tomography (CT) scan but not previous to (B)(6)." The caller stated the patient was "fine before that". The caller stated the patient had a urinary tract infection (uti) in which he was treated at the hospital with IV antibiotics. The caller stated that after the pump had been off and patient was in withdrawal, they realized that all of the patient's symptoms of high blood pressure, heart rate, trembling, swelling, pupil dilation were more than likely the withdrawal. The caller reported the hcp determined the pump was initially off on (B)(6) 2019. The patient's withdrawal symptoms began on (B)(6) 2019. On (B)(6) 2019, the "hcp determined the pump had been turning on and off and patient was in baclofen withdrawal". Additional information was received from the hcp on 2019-mar-29. It was reported that the patient has overdose symptoms. The patient was admitted on (B)(6) 2019 for baclofen overdose symptoms. They called to have the manufacturer¿s representative (rep) come to check the pump but she is not sure on the status on that. The patient is no longer in the ICU and is on the medical floor, however the caller is unsure of the status of the patient. The hcp stated they want to clear the patient to go home but can't do that until they know the pump is okay. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving compounded baclofen (2000 mcg/ml at 1299.6 mcg/day) via an implantable infusion pump. The indication for use was noted to be intractable spasticity due to head/brain injury. It was reported that the pump had several motor stalls and recoveries, ending with an unrecovered stall which reached tube set. The pump stalled on (B)(6) 2019 at 13:52 and recovered on (B)(6) 2019 at 08:09, stalled on (B)(6) 2019 at 16:35 and recovered on (B)(6) 2019 at 18:30, stalled on (B)(6) 2019 at 23:56 and recovered on (B)(6) 2019 at 13:37, stalled on (B)(6) 2019 at 17:27 and did not recover. The tube set message occurred on (B)(6) 2019 at 17:27. The patient had been admitted for baclofen withdrawals. They were being managed with oral medication and were scheduled for a pump replacement. The surgery date was unknown. There were no environmental, external or patient factors which may have led or contributed to the issue. The issue was not considered resolved. The patient's weight was unknown. The patient's status at the time of the report was alive - no injury. No further complications were reported.